Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the PICC leaked at the hub after insertion in the patient. There was a dvt on a patient, but the user facility is not sure if the line caused the dvt. The PICC was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC leaked at the hub after insertion in the patient. There was a dvt on a patient, but the user facility is not sure if the line caused the dvt. The PICC was replaced.

Event description:
The customer reports the PICC leaked at the hub after insertion in the patient. There was a dvt on a patient, but the user facility is not sure if the line caused the dvt. The PICC was replaced.

Manufacturer narrative:
Qn# (B)(4). The customer returned one single-lumen catheter for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the distal end of the catheter body was intentionally cut. The catheter body was cut to 16.25", which is not within specification of 19.5-20.0 per product drawing, indicating that the catheter was trimmed. The od of the catheter body measured 0.0561" which is within specifications. The returned catheter body was initially flushed to ensure no blockages were detected in any lines. The catheter was then leak tested according to amrq-000078, bs en iso 10555-1. With the distal end of the catheter occluded, water was injected in the extension line of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not cut catheter to alter catheter length unless procedure requires it." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter. No further action will be taken.